Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014,product type: catheter.

Event description:
Additional information received reported the device manufacturer representative didn't know the date of the revision that was performed. All they knew was that the catheter had migrated out of the intrathecal space and that same catheter was re-inserted and re-anchored. The patient was doing well now and receiving effective therapy. No further information was provided. Additional information regarding event details including the date of the revision and the cause of the event has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Event description:
It was reported the patient developed "acute withdrawal" about 7-10 days ago. A dye study was performed and the patient was diagnosed with a catheter migration/dislodgment. The patient was going to have a catheter revision on the date of this report. The healthcare professional (hcp) planned to do a spinal/distal catheter revision and save some of the proximal/pump segment. The pump was used to deliver fentanyl and bupivacaine. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.